Event description:
It was reported that all of the sterile water had been removed within a few hours of foley catheter insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that all of the sterile water had been removed within a few hours of foley catheter insertion. Per notification received from investigator on (B)(6) 2024, balloon mushroomed was found during sample evaluation.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Four photos were returned for evaluation, the first one shows the three-way silicone catheter, the second photo zooms into the deflated balloon and tip. The last two photos show the catheter's cap and a handwritten note in native language. Received 1 all-silicone temp sensing foley catheter with sample port connector. Inflated balloon with inhouse syringe and 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), no leaks observed. The inhouse syringe was connected and it passively deflated the balloon in 3 minutes and 48 seconds, however cuffing was evidenced. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.